Event description:
It was reported that this brady lead was a case of an attempted implant due to an unknown product performance anomaly. This ra lead was replaced with the same model number and was successfully implanted. No adverse patient effects were reported.